Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tri-port connector did not stay connected during a coronary bypass procedure in the or (operating room). This caused a delay in treatment since this connector had to be changed to ensure vital drips infused into the patient. No patient harm occurred from this tri-port connector not staying connected.